Manufacturer narrative:
The field service engineer found there was a broken vacuum tubing. He replaced it and adjusted the rinse dispense volume. The customer performed ise calibration and qc successfully. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 6000 c501 module. Data was provided for two patient samples. Patient 1 initial result was 235 mmol/l with a data flag. The automatic repeat result was 170 mmol/l. Patient 2 initial result was 66 mmol/l. The initial results were reported outside of the laboratory and were questioned by the nurse/practitioner. Patient 1 repeat result on another analyzer was 139 mmol/l. Patient 2 repeat result from another analyzer was 139 mmol/l. The repeat results were believed correct. The electrode lot number and expiration date were requested but were not provided.